Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688tc-52 competitor implantable pacing lead, (B)(6) 2006; 694965 implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). Chronic high thresholds were also noted. The device was explanted and replaced, and both the rv (right ventricular) and lv (left ventricular) leads remain in use. No patient complications have been reported as a result of this event.